Manufacturer narrative:
Concomitant medical products: dtbb2d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received unexpected high voltage therapy. The right ventricular (rv) lead exhibited an integrity alert when impedance values in the svc and rv coils had risen rapidly to high. It was additionally noted that the impedance values in the left ventricular (lv) lead had also risen and were high. Both leads were suspected to have fractured. A ventricular ablation was performed due to cardiac sarcoidosis. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.